Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the irrigation/aspiration (I/a) phase of a cataract extraction procedure the surgeon was getting regurgitation from the aspiration line while using a bimanual aspiration device.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the irrigation/aspiration (I/a) phase of a cataract extraction procedure the surgeon was getting regurgitation from the aspiration line while using a bimanual aspiration device. Additional information was requested but not received.